Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to a malfunctioning device. The patient was implanted with a new 15cm x 12 mm ipp device. The original reservoir was left implanted. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced unspecified issue with the penile prosthesis (ipp). The pump was removed and replaced with a new pump. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.